Event description:
A 2.25mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in a patient with no issue reported. The target lesion was located in the om #2 and was predilated. However, it was reported that 7 days post implant, the patient presented with symptoms. Stent thrombosis was confirmed. Thrombus aspiration and poba were performed. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: root cause cannot be determined. Stent thrombosis.